Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, decreased r wave sensing measurements and increased threshold measurements. The patient subsequently received multiple inappropriate shocks. Therapy was exhausted in one episode. The patient's right atrial (ra) lead dislodged, and it was noted that this rv lead was sensing noise generated by the dislodged ra lead. A surgical revision was performed and it was noted that the rv lead did not appear to have dislodged; however, it was thought that a micro-dislodgement occurred. The lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.